Event description:
It was reported that a set cracked at the female luer where the microclave is attached. The event occurred in the (B)(6). The nurse noticed the crack when the fluid began to drip from the pump. It is unk what drug was infusing. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.